Event description:
A user reported that their t:slim x2 pump battery was not charging, accompanied by a power source alert in the pump history. The issue resolved itself before the user contacted technical support. There was no adverse impact to the customer's blood glucose level. No further action was required as the pump began charging without any intervention.